Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, design history record review, and a review of labeling. An accuracy testing protocol was executed using lot 70399ui00; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend for the lot in question. The design history record review did not identify any events or issues that would have impacted the performance of the lot in question. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect b12 assay, list 07k61, lot 70399ui00, was identified.

Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. H3 other text : an evaluation is in process.

Event description:
The customer observed an elevated result while using the architect b12 assay. The customer provided the following data (pg/ml): sid (B)(4). Initial (B)(6) 2017: 522 retests: (B)(6) 2017: 303 and 4/15/17: 281.